Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet could not reach the tip inside the lead. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a sample stylet was fully inserted in the lead with no anomalies or resistance. The stylet returned with the lead had a kink in it and would not fully insert. If information is provided in the future, a supplemental report will be issued.